Event description:
Boston scientific received info that this right atrial (ra) lead had displayed a loss of capture (loc) and was found to be dislodged. The lead was explanted and a new lead was implanted successfully. There were no adverse pt effects.